Event description:
It was reported that there was a high short interval count with the ventricular lead which indicates oversensing. Other lead parameters within normal limits. The lead remains in use. No patient complications have been reported with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.